Event description:
A customer contacted baxter's technical service center to report having a broken catheter with the homechoice (hc) machine during dwell 4 of 6. The technical service representative (tsr) advised the home patient (hp) to put a clamp on the line above the broken catheter and call the nurse as soon as possible. The tsr instructed the hp to go to the hospital if the nurse could not be reached. Product surveillance contacted the nurse in 2009; the nurse stated she has seen the patient regarding this incident. The nurse stated the catheter was pulled out from the connection from the transfer set. The nurse stated she had changed the patient's transfer set and the patient is doing okay. The nurse stated the patient told her she woke up and there was already fluid on her bed. She the transfer set must have gotten disconnected during her sleep. The nurse stated the adapter was still there, however, the transfer set was disconnected. Product surveillance contacted the peritoneal dialysis (pd) nurse for additional information regarding the transfer set separation. The pd nurse stated that she and the home patient (hd) were unaware of anything that may have caused the separation to take place. There were no connection difficulties noted when the transfer set was initially placed. The pd nurse replaced the transfer set and discarded the one that had separated. The hp was given 1 gram of ancef and 1 gram of fortaz via intra-peritoneal bags. One dose of each antibiotic was given. The hp is doing well on therapy. There was no patient injury as a result of this incident.

Manufacturer narrative:
Per the nurse, the sample was discarded.